Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process the customer was unable to observe drops of insulin exiting the tubing. The customer declined to troubleshoot the existing supplies with tandem technical support. The customer's blood glucose level was 124 mg/dl. The customer reportedly reloaded the existing supplies and was able to observe drops exiting the tubing. The customer resumed insulin therapy.